Event description:
Additional information received. A. Were the devices available for return? -> yes b. Did it break into 2 or more pieces? -> yes, it fractured into more pieces c. Did the event occur during the surgery? If yes, was there a surgical delay? What is the duration of the delay? -> about 5 minutes as another set was opened/used d.were there any adverse consequence/s that affected the patient because of the reported event? -> no.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 08th november 2016. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a (non sterile parts). 5) IFU reference: w90946. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 08th november 2016. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a (non sterile parts). 5) IFU reference: w90946.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that rivets are broken out from the shaft beater at op. Impactor gets jammed and can no longer be inserted, no more data available at the time of pc intake.